Manufacturer narrative:
Manufactures investigation conclusion: the reported no external power alarms were confirmed via the submitted log file. The heartmate 3 mobile power unit there were found to be four no external power alarms active, 15apr2020 at 16:05, 16apr2020 at 14:57, 14:58, and 22:01. The no external power alarm activated each time due the voltage across both cables simultaneously decreasing to ~0.0v in approximately 5 seconds. The alarms activate while the controller is connected to the mpu and appears to be related to a loss of ac power. The alarms clear each time when power is restored to the controller. There were no other notable alarms. Attempts were made to gather more information regarding the reported no external power alarms; to date, no response has been received. The root cause for the no external power alarm while the controller was connected to the mpu was not conclusively determined but appears to be related to a loss of ac power. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient reported multiple low voltage alarms on (B)(6) 2020 on the system controller. Log file submitted revealed no external power alarms that occurred while the patient was changing power sources from battery to mobile power unit (mpu). There were low voltage hazards while attached to the mpu on the white lead. There were low voltage advisories due to the patient running the batteries down below the low voltage advisory threshold. There were no other unusual events seen within the log files.